Event description:
It was reported that during the laser photoselective vaporization of the prostate procedure the first fiber, had a connection error and the customer were unable to resolve the issue. A second fiber was opened and fiber fired from the end. The case was completed using a 3rd fiber without clinical consequences to the patient. This is report for the 2nd fiber.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the fiber exhibits no signs of usage. In addition, analysis identified that the fiber tip exhibit no signs of breaks/fractures. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. There are no signs of breakage along length of fiber. The connector cone, segments, and tabs appear in good condition and secured. The fiber connector passed the signature verification fixture test. The control knob is attached and aligned with fiber and can rotate the fiber. Based on a lack of damage on the returned device and the successful functional test, an evaluation conclusion code of no problem detected was assigned to this investigation. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during the laser photoselective vaporization of the prostate procedure the first fiber, had a connection error and the customer were unable to resolve the issue. A second fiber was opened and fiber fired from the end. The case was completed using a 3rd fiber without clinical consequences to the patient. This is report for the 2nd fiber.